Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, low battery and air bubbles. Customer's blood glucose level went as high as 417 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced fatigue and treated their high blood glucose with a manual injection. Customer advised there were two air bubbles inside the tubing about a quarter inch in size. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Troubleshooting for low battery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.